Manufacturer narrative:
Six devices were received for evaluation with solution in the bags. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The bags were hung for 2 hours. After 2 hours, a leak was observed from one of the bags at the left-hand bottom side corner at the seam. The bags were then completely drained, inflated with air, and leak tested under water. A leak was only confirmed from the same bag which had the leak from the seam during the prior test. The reported condition was verified for one bag. The cause of the condition could not be determined. The other five bags had no leaks noted. The reported condition was not verified for these five devices. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ¿several¿ 500ml eva bags leaked at the seams. This was observed immediately after filling with albumin 40g/l ca. For a total volume of 400ml. The bags had been filled using a 3-lead transfer set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Six (6) devices were received for evaluation. A visual inspection was performed and leaking was identified in one of the bags. No evidence of leakage was noted for the remaining five bags. The returned bags were leak tested under water and a leak was identified in the same bag which was leaking during the visual inspection. The location of the leak was from the bag seam at the bottom side left corner. The reported condition was verified in one returned bag. The cause of the reported condition could not be determined. The reported condition was not verified in the remaining five returned bags. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.